Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder stayed activated even when the toggle switch was confirmed to be in the off position. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt, and the silicon was peeling. A supplemental report will be submitted when the investigation is completed. (B) (4)